Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There were no issues identified with the cartridge, infusion set tubing or cannula. Blood glucose was 503 mg/dl and the customer was treated in the hospital with intravenous insulin. The customer was discharged on (B)(6) 2018. Elevated bg was resolved. There was no permanent damage.